Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was other chronic/intract pain (trunk/limbs) and spinal pain. The date of the event was (B)(6) 2017. It was reported a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The pump status and/or event log report motor stall occurred. The motor stall was active. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient followed up with the hcp on 11/26/2017. The cause of the motor stall was the battery. The pump was replaced (B)(6) 2017. The motor stall resolved with the pump replacement. The patient¿s weight at the time of the event was (B)(6) kilograms.